Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb cable was fitting loosely in the pump's usb port, impacting the pump's ability to charge successfully. There was no adverse impact to the customer's blood glucose (bg) level. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement usb cable; however, no additional information could be obtained.